Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device has been analyzed and showed no battery voltage anomalies. The device has not tripped elective replacement indicator (eri). (B)(4): the device was returned and analyzed. Analysis of the device found a high battery impedance.

Event description:
It was reported that the patient complained of "palpitations." Further noted, the device reached the elective replacement indicator (eri) after experiencing early battery depletion possibly due to a "software bug." The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device has been analyzed and showed no battery voltage anomalies. The device has not tripped elective replacement indicator (eri). Analysis of the actual device is in process; the results will be forwarded when available.